Manufacturer narrative:
The reported condition could not be confirmed as the subject dlu was not returned for investigation.

Event description:
The device was used during a lavh procedure. Reportedly, the cartridge disengaged. The hospital has reported no patient injury occurred.